Event description:
It was reported that the 9800 system made a loud popping noise from the x-ray tube. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube, high voltage tank, and high voltage cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.